Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose of 484 mg/dl. Customer was assisted with changing the infusion set and was going to give a bolus but the insulin pump went to max bolus exceeded. The max bolus was set at 25. Customer had multiple no delivery alarms in the history. Customer had gone all day without insulin. He had started to give 15 units earlier but only delivered 0.1 units because there was no insulin in the device but there were no empty reservoir alarms or max bolus alarm in the history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.